Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2000 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/14/2016.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with laparoscopic bso and extensive lysis of adhesions as well as mesh and cystoscopy. It was reported that following insertion the patient experienced pain, erosion, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on (B)(6) 2001 due to pain. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2000, and a mesh was implanted. It was reported that the patient underwent stage I and stage ii interstim placement on (B)(6) 2014, due to sui and hyper-bladder disease. No additional information was provided.